Event description:
It was reported that there was a stopped pump due to incomplete telemetry. The patient was in the operating room post initial implant, and when the pump was interrogated with the physician programmer, the reporter noted there was an 'interruption of telemetry leading to stopped pump.' Telemetry was started, then interrupted and cancelled, then upon a second update attempt, they were met with the same results. A third attempt resulted in the inability to complete the update sequence. The patient was then sent to recovery. The pump was interrogated with a second programmer, and it was then revealed that the pump was stopped. The data on the original programmer was inconclusive as to whether the pump was truly stopped and the concern was whether the priming bolus had started. The pump was re-interrogated with a second programmer to obtain the logs, which revealed two update attempt sequences were not completed. It was then determined that the bolus did not go through, as the tab for the bolus read 'continue bolus.' The original programmer used was 'exited,' the pump was re-interrogated, and the data was 're-input' into the programmer and the pump was updated completely. It was noted that the patient had a thick dressing and an abdominal binder on, which may have contributed to the difficulty. The managing healthcare provider's (hcp) were notified and educated on the event regarding what the logs would reveal when read. The patient was noted to be an inpatient until (B)(6) 2013. No patient symptoms or injuries were related to this event. It was later reported that two programmers were used to interrogate the pump and the reporter was unsure which of the two created the event with interrupted telemetry. The event was noted to have occurred after a new pump and catheter implant, so the patient had not yet started any intrathecal baclofen therapy and therefore did not experience symptoms related to the stopped pump issue. The reporter indicated that the patient was due to go home on (B)(6) 2013; however it was unclear if the date was meant to be reported as (B)(6) 2013. The hcp later reported that there was no patient injury following the event and the cause of the situation was unknown. The event did end with the pump being programmed successfully, removing the pump from a stopped mode. The medication being delivered was lioresal.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8840, serial# (B)(4), product type programmer, physician; product ID 8840, serial# (B)(4), product type programmer, physician. (B)(4).